Manufacturer narrative:
B3 - used 01jun2024 as event date since the correct date was not provided.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device with no patient complications reported.